Event description:
A physician reported a patient with a 4th degree burn on the left lower extremity due to a motor vehicle collision. The initial application of an integra meshed bilayer wound matrix (ID mwm8101) was on (B)(6) 2024. A localized infection was present underneath the graft. The matrix was removed on (B)(6) 2024, and reapplied on the same day. Surface area where product did not incorporate: 315 sq cm size of product required to reapply to surface area where product did not incorporate: 800 sq cm.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The integra meshed bilayer wound matrix (ID (B)(6)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the likely cause is the underlying condition on the patient. Integra lifesciences has process steps and testing in place to mitigate risk and is dedicated to manufacturing safe and effective product. DHR review did not find any anomalies within the batch record. All manufacturing steps and processes were followed, and all testing met requirements per applicable procedures. There is no indication from the batch record review that the cmc plainsboro production process may have contributed to this complaint. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.